Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the r320 clip formation was poor and the surgeon had to remove and reapply the clips on both the cystic artery and duct two times before the surgeon would divide the structures. The clip formed incorrectly and were loose. The surgeon's technique was good. The rep has enclosed defective clips pulled out from the pt to demonstate the poor clip formation. Another device was used to complete the case. There was no consequence to the pt.